Event description:
A customer reported that air came out of the infusion line during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for eval. A root cause has not been identified. (B)(4).